Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, at the video-assisted thoracoscopic surgery of lower lobe, of the patient with cirrhosis of the liver, the surgeon articulated the jaws to slightly left side, and approached to a6 from the dorsal side. They successfully fired the device, however, when removing the cartridge from the tissue, they twitched and moved the device to the left side a little, resulting of the device to re main pulmonary artery and 2500cc of bleeding occurred. The surgeon switched to open chest surgery. The surgeon said the tissue was weak, however, he/she also considered this event caused by the device twitching. The surgical time was extended by more than 30 min. There was tissue damage. The patient had received blood transfusion as a result of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.